Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reported foreign material in the nozzle could not be identified, and definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material, however, it is possible that the device reprocessing was not implemented in accordance with the IFU. The event may be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to foreign material exited from the air and water nozzle finding, the additional evaluation findings are as follows: distal end had a minor scratch, light guide lens was chipped, bending section cover glue needed to be replaced. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera ii gastrointestinal videoscope device based on an unspecified allegation. During the device evaluation, the following reportable malfunction was found: foreign material exited from the air and water nozzle. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.